Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low result for valproic acid (vpa) generated by the synchron lxi 725 clinical system on one patient sample. The initial result was 8.7 ug/ml and 6.7 ug/ml upon repeat (sample tested neat). The specimen was diluted and a result of 19.9 ug/ml was generated initially and a result of 20.7 ug/ml upon repeat testing. The specimen was also tested on a different instrument and results obtained were: a 20.5 ug/ml (neat) and 17.9 ug/ml (diluted). The false result was not reported out of the lab. Patient treatment was not initiated or withheld.

Manufacturer narrative:
Qc was run at 1:00 am and the results were within the lab's established ranges. No other chemistries were in question. A field service engineer (fse) was dispatched: customer indicated that a new reagent pack was loaded on the instrument and the sample was re-tested. No hardware repairs were made. A definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.